Manufacturer narrative:
Investigation did not identify any visible damage but confirmed reported issue. Solenoid valve was replaced and firmware was updated after which the device operated as expected.

Event description:
User reported that the device failed to cool as expected during the case. This type of event is considered reportable per spectrum medical's criteria.